Event description:
Same case as MFR report #s 3005188751-2011-00066 and 3005188751-2011-00068. This event is reportable based on analysis completed on (B)(6) 2011. It was reported during an af ablation procedure when the physician attempted to move the needle upwards inside the sheath, the needle became stuck in the curve. The physician removed the sheath and needle from the pt's body and attempted to insert the needle into the introducer while outside the pt. Only with a lot of force could the needle be moved upwards inside the sheath, puncturing the sheath and dilator and exiting out of the device right at the curve. There were no consequences to the pt. The stylet was not inserted into the needle while it was advanced through the sheath / dilator. Investigation revealed skiving of the returned introducer.

Manufacturer narrative:
One 8.5f swartz braided introducer, one transseptal dilator and one brk needle were received for eval. A similar 032"guidewire was obtained from current inventory, inserted and advanced through the dilator with resistance encountered near the distal end. The distal two inches of the dilator were cross sectioned open which revealed skived plastic shavings near the distal tip end of the dilator causing the blockage. The skived material blocked the lumen and prevented advancement of the needle. Testing of the returned needle with a similar unused device revealed no insertion difficulties. Additionally, during testing with the stylet inside of the needle per the IFU, this event could not be reproduced. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with use/user error. The IFU states: " during insertion, always use the stylet to facilitate needle passage through the dilator / sheath assembly" and per the info provided, the user did not insert the stylet before inserting the brk needle assembly into the introducer.